Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2014, the patient underwent an endovascular procedure using the conformable gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. Since the left subclavian artery was intentionally covered by the device, the right-left axillary bypass procedure was performed to secure blood flow to the upper left extremity. The device was deployed and "touch-uped" with no issue. The left subclavian artery was embolized after the device deployment to prevent type ii endoleak and it was reported that around the time of the embolization the patient's motor evoked potential (mep) disappeared. In order to keep blood flow the patient's blood pressure was maintained at more than 100. The patient tolerated the procedure. It was reported that after the procedure on the same day the physician could not confirm movement of the patient's lower extremity since the patient was not fully awake. However, as the patient's mep at lower extremity remained disappeared, spinal drainage was performed for a possible paraplegia. On (B)(6), 2014, it was confirmed that the patient developed paraplegia. The cause of the paraplegia is unknown.